Event description:
The customer reported the sys is not displaying an image. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and replaced the camera. Sys operates as intended. (B) (4).